Manufacturer narrative:
Batch review performed on 18 february 2019: lot 113186: (B)(4) items manufactured and released on 14-oct-2011. Expiration date: 2016-09-30. No anomalies found related to the problem. To date, all the items of the lot have been already sold with another similar reported event clinical evaluation performed by medical affairs manager revision surgery occurred 5 years and 3 months after primary cementless total hip arthroplasty in a (B)(6) year old man. Radiographic images provided show the presence of radiolucent lines in gruen zone 1 and signs of stress shielding. Aseptic loosening is a possible literature described adverse event after cementless hip replacements and causes are often unknown. The reason of this event cannot be determined.

Event description:
Revision surgery performed after 5 years and 3 months from the primary due to aseptic stem loosening.